Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on june 23, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site on (B)(6) 2021, and subsequently was treated with two antibiotics for 7 days and a third antibiotic for 5 days (specific type and date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 08, 2021.